Event description:
During and following a CT scan, a patient was experiencing pain. The patient felt pain with their device turned either on or off. During the initial CT scan the device stimulation was noted as being in the on position, but following the initial scan the device was found to have shut off. It was further noted that stimulation had been turned off during subsequent scans. The outcome of the patient was not reported. Additional information is being requested, and will be provided in a follow-up report, as it becomes available.

Manufacturer narrative:
(B)(4)